Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ventilator was "noisy." There was no reported patient involvement with this event.

Manufacturer narrative:
Covidien reference (B)(4). After reviewing this record it was determined that this was inadvertently reported. This is not a reportable event.